Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-02476 it was reported the patient presented with an infection in which the right ventricular lead had vegetation. Their implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was recovering post-procedure.